Event description:
A malfunction alarm was reported, specifically displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears.